Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the monitor could not be turned on due to a defective main printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the monitor would not turn on. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that power of the device cannot be turned on was due to failure of the main board. Olympus will continue to monitor field performance for this device.